Event description:
Customer reported that she was hospitalized with high blood glucose levels. Customer stated that high blood glucose levels were due to changing of insulin from humalog to novolog. Customer also reported that she was having no delivery alarms during priming.